Manufacturer narrative:
The investigation is in progress. A sample has not been returned for evaluation. A root cause has not been identified. (B)(4).

Event description:
A customer reported that air was found in the infusion line during surgery. The three way stopcock was exchanged but the problem was not solved. The problem was solved after the product was exchanged and the procedure was completed with no harm to the patient.